Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the pump went into the washing machine for a couple of minutes. His blood glucose level was 66 mg/dl, which the customer states, was treated. He put the insulin pump in rice and stated that it was working fine until he tried to bolus for dinner and the numbers were scrolling and the buttons stopped working. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners. No button error alarms noted. All the buttons did function properly. However, moisture damage was noted on the keypad traces, lcd board. No unexpected numbers ramping or scrolling noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.